Event description:
Information was received that the left ventricular (lv) leads were explanted as they were causing chest pain. Both leads were explanted due to a product performance issue. Patient information is unavailable. This is the same event as MDR 2183787-2015-00134.